Event description:
It was reported that the epicardial lead implant was difficult due to sensing issues. Once the lead was implanted, it was undersensing which led to an r on t pace. This caused a ventricular tachycardia/ventricular fibrillations arrest. The system was explanted and a transvenous lead and new device were placed. No further patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the tip electrode was damaged, the outer insulation was breached cut, blood was noted on the tip of the lead, and there was apparent explant damage. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the tip electrode was damaged, the outer insulation was breached cut, blood was noted on the tip of the lead, and there was apparent explant damage. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.